Manufacturer narrative:
With a review of the available information there were no device malfunctions or performance issues that would impact the event. The site also reported that they believed the reported event of multi-organ failure to be unrelated to the device. Though the root cause of the reported event cannot be conclusively determined, clinical factors that may have contributed to the patient's outcome related to the event are multifactorial and may be attributed to medical treatment, progression of disease, and patient comorbidities. In many cases, it may be unclear which one of the failing organs was the principal cause of death or if death was the result of the interaction of the failure of several organs. There are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management. Multi-organ failure is a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery.

Event description:
It was reported by the perfusionist that the patient expired on (B)(6) 2016 due to multi-system organ failure (msof). The event was deemed unrelated to the device. No further information was provided.